Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter had been implanted into the patient for 2 days. A few days after insertion, a hole was found in the arterial side of the silicone extension tube (external portion) distal to the lock and blood was leaking from a hole on re-flushing following aspiration. There was no luer adapter issue and there was no cleaning agent used on the device. The insertion site was treated with chlorhexidine prior to product placement. There was nothing unusual observed on the device prior to use. No other products utilized with the device and were just used for hemodialysis. The catheter used was 14.5 fr. (French) with 23 centimeter. Flushing was done and as a result leak was seen from small hole on the arterial lumen. The line could not be used for dialysis and required replacement, which was another significant procedure for the patient and the line was changed. Commenced on dialysis via single catheter lumen. The temporary femoral dialysis line was inserted while waiting for tunnelled line exchange as intervention. After changing the line, the issue was resolved. Treatment was completed. The patient noticed blood soaking into clothing and the amount of blood loss was unspecified. Blood transfusion was not required. There were no current and pre-existing conditions of the pati ent that may be related to the event. There was no reported patient outcome.

Manufacturer narrative:
Additional information: b3, b5, d1, d2, d4 (model and catalog#), d8, g3, g4 (510k), h6 (fdp, ime,imf) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter had been implanted into the patient for 2 days. A few days after insertion, a hole was found in the arterial side of the silicone extension tube (external portion) distal to the lock of the clamp and blood was leaking from a hole on re-flushing following aspiration. There was no luer adapter issue and there was no cleaning agent used on the device. The insertion site was treated with chlorhexidine prior to product placement. There was nothing unusual observed on the device prior to use. No other products utilized with the device and were just used for hemodialysis. The catheter used was 14.5 fr. (French) with 23 centimeter. Flushing was done and as a result leak was seen from small hole on the arterial lumen. The line could not be used for dialysis and required replacement, which was another significant procedure for the patient and the line was changed. Commenced on dialysis via single catheter lumen. The temporary femoral dialysis line was inserted while waiting for tunnelled line exchange as intervention. After changing the line, the issue was resolved. Treatment was completed. The patient noticed blood soaking into clothing and the amount of blood loss was unspecified. Blood transfusion was not required. There were no current and pre-existing conditions of the patient that may be related to the event. There was no reported patient injury.